Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when trying to remove the monopolar curved scissors (mcs) instrument, the instrument did not straighten and became stuck, so it could not be removed. The instrument was removed from the body. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the tube extension interface. Loss of proper engagement between the proximal clevis and the tube extension was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension and dislodged proximal clevis were attributed to damage during use.

Event description:
Refer to h11 for follow-up information.